Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 53 mg/dl (aviva 535) and 121 mg/dl (aviva 525) customer felt hypoglycemic symptoms with the readings, and drank some orange juice to raise her blood sugar. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter 525. Reference medwatch with patient identifier (B)(6) for the aviva meter 535.